Manufacturer narrative:
Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch.unable to verify no delivery/occlusion alarm due to critical pump error alarm.

Event description:
The customer reported via phone call that the insulin pump had insulin flow block alarm. Customer's blood glucose level was 340 mg/dl. Customer reports insulin exited and insulin pump alarmed during fill tubing. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.